Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The reporter alleged of having nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The reporter alleged of having nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. The device was returned to the third-party service center for evaluation. During servicing of the device, damaged buttons on upper enclosure was found. There was no evidence of foam degradation. The device has been repaired. Section g2 and h6 have been updated accordingly.